Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and desired permanent sterilization. The patient underwent the concurrent procedures of essure bilateral tubal ligation, anterior repair, posterior repair, and perinorrhaphy during mesh implantation. It was reported that following insertion the patient experienced erosion, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent repair of mesh erosion on (B)(6) 2011, due to mesh protruding through vaginal wall. It was further reported that the patient underwent mesh removal on (B)(6) 2011, due to mesh protruding through the vaginal wall. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and incomplete bladder emptying.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced uterine prolapse, scar tissue and urinary incontinence.